Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead was difficult to flush. Prior lead flushes were easily done. The lead was finally flushed with great pressure and exhibited insulation anomaly. The lead was not used. The patient was in good condition.